Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal and found no malfunctions. The cause of infection could not be traced to the device.

Event description:
It was reported that a patient presented with infection noted on the patient's implantable cardioverter defibrillator system. The system was explanted on (B)(6) 2025. No adverse patient consequences were reported.

Event description:
New information received notes that a replacement device was not placed.